Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint database revealed no other similar incidents reported for detachment of device component from this lot. Angina is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): death is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures.

Event description:
Subsequent to the final report, it was reported that the patient expired on (B)(6) 2017. An autopsy was not performed and the cause of death is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). The date received by manufacturer date of 09/12/2014 filed on the final MDR was incorrect and should be 09/12/2017.

Event description:
It was reported that the procedure on (B)(6) 2013 was to treat the left main, left anterior descending artery, and the circumflex. Additionally, it was found that the internal membrane of the right coronary artery (rca) was not smooth and there was 30%-50% stenosis, with the mid rca totally occluded. A 2.75 x 38 mm xience prime ll stent was implanted in the distal rca-proximal posterior descending artery. A 3.0 x 38 mm xience prime ll stent was implanted in the mid rca. And a 3.5 x 38 mm xience prime ll stent was implanted in the proximal rca. Post dilatation was performed in the mid and proximal stents. Angiography revealed there was no residual stenosis and timi iii flow was achieved. On (B)(6) 2015 the patient was re-admitted to the hospital due to chest pain. Computed tomography (CT) revealed that the xience prime stent in the mid rca appeared to be separated. No further treatment was performed and the patient is still experiencing chest pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of occurrence has been changed from (B)(6) 2013 to (B)(6) 2015.